Event description:
It was reported that the device would not power on. There was no report of patient involvement.

Manufacturer narrative:
Physio-control evaluated the device and verified that the device would not power on. Physio recommended replacement of the main pcb to repair device but customer declined repair.